Manufacturer narrative:
Used to address lead discoloration. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-05176. It was reported that the patient presented for a routine device exchange. During procedure, the right ventricular and atrial lead were observed to had been discolored as white. According to the physician, discolored area was sticky like after the seal was peeled off. The leads were left in placed. Patient was stable throughout event.